Event description:
Affiliate reported that the white tube and internal wire was broken. The device was removed. It was not confirmed if monitoring continued or not.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reflect the change in the medwatch from malfunction to serious injury. (B)(6).

Event description:
On (B)(6) 2012, the device was implanted. On (B)(6), it was found that the white tube and internal wire were broken in the root of transducer during monitoring. The device was removed. It was not confirmed if monitoring continued or not in addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reflect the change in the medwatch from malfunction to serious injury. (B)(6)

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter broken inside silastic strain relief at the connector. The internal wires are visible and broken inside the catheter at the above stated location. No testing possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.